Event description:
A caregiver reported a "sensor ended" error message was received on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced vomiting, weakness, and bruising, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis and administered insulin (type/dose unknown) vai IV for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.